Manufacturer narrative:
It was reported on (B)(6) 2018 that the subject device was explanted (B)(6) 2018.

Event description:
It was reported that 16 episodes of ventricular oversensing classified as ventricular fibrillation were detected since last follow-up. Right ventricular coil impedance had 2 low measurements. All remaining parameters were regular.

Event description:
It was reported that 16 episodes of ventricular oversensing classified as ventricular fibrillation were detected since last follow-up. Right ventricular coil impedance had 2 low measurements. All remaining parameters were regular.

Manufacturer narrative:
Preliminary analysis did not reveal any issue on the subject device. The root cause of the reported noise oversensing is due to intermittent contact due to a lead not correctly screwed and/or a lead issue. However, none of them would be confirmed with certainty.

Event description:
It was reported that 16 episodes of ventricular oversensing classified as ventricular fibrillation were detected since last follow-up. Right ventricular coil impedance had 2 low measurements. All remaining parameters were regular.

Event description:
It was reported that 16 episodes of ventricular oversensing classified as ventricular fibrillation were detected since last follow-up. Right ventricular coil impedance had 2 low measurements. All remaining parameters were regular.